Event description:
It was reported that the patient's left ventricular lead had dislodged. The lead was explanted and replaced. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.